Manufacturer narrative:
(B) (4). The implantable neurostimulator and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced a return of right hand tremor over the course of a few months. She also felt intermittent strong paresthesia in her right arm. Left brain electrode impedances were greater than 4000 ohms when the pt would turn her head toward the left shoulder. All impedances were normal when the pt was in the supine position. The pt was brought to the operating room. Left sided impedances were normal while the pt was supine on the operating room table. Right-sided impedances were also within normal limits but had repeating values. During the procedure the lead/extension connection was exposed. No obvious wire fractures or fluid in the connector boot was noted. The boots from both leads were removed. The impedances of the leads were tested separate from the rest of the stimulation system; impedances were verified as normal using both the external neurostimulator and the physician programmer with snap lid cable. Three monopolar impedances were greater than 4000 ohms on both the left and right side, based on returned paperwork. The extensions and deep brain stimulator were replaced. After surgery, the high impedances persisted (see mfg report # 3004209178-2010-02984). The pt recovered without sequela from surgery.